Event description:
(B)(4). Same case as MDR ID#: 2134265-2012-04768 and 2134265-2012-04767. Same patient as MDR ID#: 2134265-2011-06108. It was reported that post a stenting treatment procedure, the patient received target vessel revascularization. (B)(6) 2009 - the patient presented due to angina. Vascular access was gained using a right radial approach. Coronary angiography revealed 75% eccentric stenosis of the proximal left anterior descending (lad) distal to the major diagonal vessel. The target lesion was treated with pre-dilation using an unknown manufacturer's 2.5mm balloon and with placement of a 3.0x12mm promus stent at 12atm, resulting in 0% residual stenosis following post dilation using a 3.0x10mm non-bsc balloon. Final angiographic results of the stent were "excellent" with a "fairly long segment," of disease distal to the stent. (B)(6) 2011 - coronary angiography revealed a "long moderately severe stenosis" just distal to the previously placed stent in the proximal lad and a new severe lesion in the mid lad. Vascular access was gained using a right radial approach. The lesion located in the distal was treated with placement of a 2.75x16mm promus element stent at 12atm, however the stent was placed too far proximally and did not cover the entire lesion. Therefore, the physician deployed a 2.75x12mm promus element stent at 14atm then at 18atm overlapping distally. The lesion in the proximal lad was pre-dilated using a 3mm balloon and with placement of a 3x24mm promus element stent at 14atm and then at 18atm. The patient experienced st segment elevation following deployment of the second stent "associated with occlusion of a small diagonal vessel, slowly settling by the time (the patient) returned to the critical care unit." Angiography revealed "excellent results from the stents placed in the two lad lesions." The patient was discharged on 75mg of clopidogrel. (B)(6) 2012 - the patient presented as the patient, "has been significantly deteriorating over the last few months." The physician notes that the previous stenting in the lad had been successful and then determined that "it might be best to place a graft to the lad and the plan was to partially kink off the stent proximal to the graft." The grafting procedure was successfully completed and the patient was transferred to the ICU and ventilated.

Manufacturer narrative:
Device is combination product. Patient identifier: (B)(6). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).